Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens stuck in another manufacturer''s cartridge with no visible damage observed. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device has not been received for evaluation and additional information regarding the event was not provided. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly an intraocular lens (iol) was removed and replaced for an iol of a different model and diopter. An anterior vitrectomy was performed on the left eye. There was no patient injury. Additional information was requested, but not received.